Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii system(3.8mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 01/03/2020. An investigation was conducted on 02/18/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device. The seal was visible in the loading device window. The delivery device was removed from the loading device with the seal and tension spring assembly inside the delivery device, but not in its normal position. The white plunger was not depressed and the blue slide lock was not engaged on the delivery device. The seal and tension spring assembly was removed from the delivery device, no visual defects were observed on the seal. Measurements of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.219 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, but was confirmed for the analyzed failure "fitting problem".

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii system(3.8mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.